Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient was in a motor vehicle accident with coroner noting cause of death to be blunt force trauma due to mva. "He thought the patient had gone into an agonal-type rhythm after the trauma." Coroner reported there was no evidence of myocardial infarction or any device concerns. Device interrogation had shown a stored vt/vf episode that had occurred 10 minutes after the patient was pronounced dead by the police. A difference in the device clock and the "atomic" clock of 18 minutes was also reported.